Event description:
The customer reported that the patient had an enfit dobhoff tube and was receiving total enteral nutrition (ten) the ten kangaroo pump alarmed for a clogging error downstream of the pump. They held the ten and attempted to flush the dobhoff tube with sterile water and was met with hard resistance and was unable to flush. The sterile water appeared to leak out the other port while trying to flush. The dobhoff tube was discontinued and replaced in the morning since there was not a provider working overnight trained in dobhoff tube insertion. The patient missed approximately 8 hours of enteral nutrition.

Manufacturer narrative:
A sample was not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.